Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an o-ring on the pneumatic tap. The customer removed the o-ring from the pump and reloaded the cartridge to address the issue. Customer's blood glucose was 111 mg/dl.